Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed and off bus due to the faulty module and drawer boards. A field service engineer replaced the module and drawer boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system encountered an issue where the main drawer 4 was not detected on the bus, which hindered users from accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.